Event description:
Received alert that indicates impedance elevated over 3000 ohm on 11/11. Physician checked the noise and confirmed a lead fracture. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.